Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr result. The results were as follows: (B)(6). Therapeutic range=2.0-3.0. The patient went to hospital for pneumonia on (B)(6) 2016 and was given antibiotics, he was released next day. Last antibiotics were taken on (B)(6) 2016.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing on strip lot 384368a meets release criteria. The product performed as expected. A review of the manufacturing records for strip lot 384368a did not uncover any non-conformances. The lot met release specifications. It was reported that the customer had pneumonia; this condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.